Manufacturer narrative:
The eplex base analyzer serial number is (B)(6). The patient sample was received and investigated. Investigation results: the original blood culture aliquot was run in duplicate on the bcid-gp panel with two different consumable lots. All runs correctly identified staphylococcus and staphylococcus aureus. The sample was cultured aerobically for 24 hours, and a single morphology was observed. Positive culture results were observed after growth. Pink colony growth on the differential and selective hardychrom agar indicated the presence of staphylococcus aureus. No growth was observed on the macconkey agar. The customer's allegation was not reproducible during the investigation. No analyzer malfunction was observed, and the eplex instrument was working within design specifications. The investigation determined the issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. The investigation did not identify a specific cause of the event.

Event description:
There was an allegation of questionable eplex blood culture identification panel - gram positive (bcid-gp) panel results for 1 patient on an eplex system. It was reported that the staphylococcus aureus target was detected in culture, but the bcid-gp test result was negative for the staphylococcus aureus target. The sample was repeated on (B)(6) 2025 on the eplex system. The staphylococcus aureus target was detected, but the bcid-gp test result was negative for the staphylococcus aureus target.